Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a pre dilated lesion. During removal of the delivery/stent device, the stent caught on the end of the guide catheter and dislodged on the wire. The delivery device was removed and a balloon catheter was advanced over the wire and through the stent. The balloon was inflated to low atm's to trap the stent. The physician then elected to remove the entire system and got as far as the sheath when the stent came off the wire and was lost in the patient. No attempt was made to locate or retrieve. Patient status is listed as "okay".